Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas to order supplies and indicated having been discharged from the hospital for diabetic ketoacidosis. Customer technical support attempted to follow up with the patient but has been unsuccessful at this time. This report is made based on the allegation that the patient was hospitalized for diabetic ketoacidosis of unclear cause; the pump cannot be ruled out as a possible contributor to the event at this time.